Event description:
A site biomed representative reported a navigation system with both monitors displaying black; this occurred after hearing a pop sound when the system was on and fully functional. In trouble-shooting it was noted that the fan on the ups was not running. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2014 and (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. Return requested. Replacement 4portvga splitter shipped to site (B)(6) 2014. Medtronic investigation of returned suspect device finds that connected to a known good power supply the splitter powered up and functioned normally. No problem found. Device found to be fully functional. Return requested. Replacement power supply shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds that connected to ac, the dc output was found to measure in the normal range, but the ac outputs were all dead. Electrical failure - no power - directly caused event.